Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that the patient died. In (B)(6) 2018, the patient was admitted in the hospital's intensive cardiac care unit due to myocardial infarction (mi). Subsequently, the patient was sent to the cardiac catheterization laboratory for percutaneous coronary intervention. Vascular access was obtained via the femoral artery. The 74% stenosed, 19x2.5mm, eccentric and the de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery. The lesion contained between >45 and <90 degree bend. A 20 x 2.50mm promus premier¿ drug-eluting stent was implanted in the lesion and the procedure was conducted successfully. The patient was shifted to cardiac care unit for 48 hours observation, per hospital's protocol. However, late night of the following day, the patient became uncomfortable and suddenly his pressures started dropping and died within the couple of minutes. The physician diagnosed that the patient died due to repeated severe mi and the patient could not tolerate it and hence died. As per the physician, this event is not related to device performance since the patient was on high risk and having family history of sudden cardiac death. Moreover, the procedure was successful and there were no procedure complications reported.